Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade showed damage in the form of a kinks at 36cm, 85cm, 100.5cm, 116.5cm, 130.5cm from the hub. Stretching was seen 95cm from the hub. Under microscope inspection of the remainder of the device revealed stretching of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter was broken. The target lesion was located in the liver. A 135/20 renegade hi-flo kit was selected for use. During unpacking, it was noted that the middle part of the catheter was broken. The device never entered the patient's body. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the catheter was broken. The target lesion was located in the liver. A 135/20 renegade hi-flo kit was selected for use. During unpacking, it was noted that the middle part of the catheter was broken. The device never entered the patient's body. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.